Manufacturer narrative:
Product analysis: as found condition: the concerto coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened concerto outer carton; within a dispenser coil and without an introducer sheath. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the concerto pusher. The concerto implant coil was found broken/separated from the concerto pusher at the detach element. The polypropylene filament was also broken. Testing/analysis: the concerto coil could not be used for resistance testing due to the damaged condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular procedure involving the coil concerto helix 2mm x 8cm, the coil could not be advanced. The device and any accessory devices were prepared as indicated in the instructions for use. No patient complications have been reported as a result of this event.